Event description:
As reported by a hosp, it was not possible to decrease the pressure of an inflation device. They were able to replace it with another device which worked fine. There was no pt injury.